Event description:
It was reported that after a transarterial chemoembolization procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, during device preparation the device was flushed through the marker lumen with flow seen at the marker port. After fully inserting the device into the vessel at the proper angle, no blood flow was seen at the marker lumen to indicate arterial marking. The device was removed, visually examined with nothing seen clogging the marker port, re-flushed, and re-inserted in the patient with no blood flow noted at the marker lumen. The device was removed and a non-abbott vascular closure device was used to achieve hemostasis. There were no reported adverse patient sequelae. There was reportedly a clinically significant delay in the procedure, however, there was no significant impact to the patient due to the delay. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis confirms the reported failure to achieve marking as indicated by clotted blood found at the distal-end of the marker lumen. Upon removal of the clotted blood, the device marker lumen was patent. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.